Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unique identifier (UDI) #: unknown. Initial reporter: address unavailable. Bd corporate address used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® edta lavendar tubes had clotting.

Manufacturer narrative:
PMA/510(k)# changed from "n/a" to "k991702".